Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's mother stated the customer bloused for lunch and about 20 minutes later, she got a no delivery alarm. Customer also received a motor error alarm. Customer's blood glucose level was 88 mg/dl. Customer rewound the pump and reprimed it. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.